Event description:
Related manufacturer reference number: 3006705815-2022-00537. It was reported a csf leak occurred during the patient's lead implant procedure. A blood patch was performed during the procedure on 20 jan. Following the procedure the patient demonstrates slight lateral recuts palsy and nonspecific nausea. As a result, an additional blood patch was performed on 21 jan wherein the issue was resolved and the symptoms subsided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.